Event description:
The facility reported a pump with failure code 812:02 on channel b.it is unk when this failure code occurred. There was no patient injury or medical intervention neccessary according to the hospital representative.